Event description:
The manufacturer received information alleging a ventilator is not possible to calibrate. The device has not been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer previously received a report alleging that the ventilator could not be calibrated. The device was received and evaluated, and the complaint was confirmed. During the preventive maintenance procedure, it was found that the unit could not be connected to the software. The display pca was determined to be defective and requires replacement. Additionally, the blower, machine flow sensor, and one of the proximal in-line filters were found to be contaminated and also require replacement.